Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and the customer had hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer stated that the reservoir ring was damaged and the customer stated that it was brittle but didn't drop the insulin pump. Customer also stated that they are using the tape since it is completely broken. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.